Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6) , batch: 7132696. Product family: scs-ipg-r-MRI, upn: m365sc12160, model: sc-1216, serial: (B)(6) , batch: 574663.

Event description:
It was reported that the patient experienced a charging burden. The stimulation was inadequate due to lead migration. No device malfunction was suspected. The patient underwent a replacement procedure.